Event description:
It was reported that the customer had a a33 alarm and insulin squirt out during manual prime on the insulin pump. The cusotmer's blood glucose level was unknown. The customer insulin pump was not bumped or dropped and no water contact. The drive support cap of the insulin pump appears to be damaged. The customer was advised that we will sent replacment. The patient was advised verbally and written form to return the broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, a missing end cap sticker and dog chew marks to the casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)